Event description:
Account reports several incidents, since introduction of device, in which male adapter disconnects from catheters in the nicu and picu. Device used on central, peripheral and arterial lines. Known pt injuries or line replacements required but account states, "lots of bleeding-they called them blood baths."